Event description:
It was reported that the patient had an explant of the device. The manufacturer representative (rep) was notified of the explant after the patient was under general anesthesia. The patient was having a t10-l3 fusion concurrently. The healthcare provider (hcp) noted that the patient reported ¿it doesn¿t work¿, the rep had not spoken with the patient. No other diagnostic testing or troubleshooting was performed. There were no patient symptoms or complications associated with the event. Patient status at the time of the report was alive, no injury.

Manufacturer narrative:
Concomitant: product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2015-(B)(6), product type extension. Product ID 399930, lot# j0519180v, implanted: 2005-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2015-(B)(6), product type extension. Product ID 7435, serial# (B)(4), product type programmer, patient. (B)(4).